Event description:
The customer's mother reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 64 mg/dl. The customer was admitted to the hospital and was treated with glucagon. Customer stated that the cause of low blood glucose was over bolus and scar tissue. The customer's mother declined troubleshooting with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.